Manufacturer narrative:
(B)(4).

Event description:
It was reported during follow up the patients pain was a result of weight loss. The patient underwent surgical intervention during which the ipg was replaced and the pocket site relocated. Surgical intervention addressed the issue.

Event description:
It was reported the patient experienced a discomfort described as burning at the ipg site. Surgical intervention may be pending to address the issue.